Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 12/08/2009 that a customer had an issue with a peritoneal dialysis catheter. The customer reports the pt developed a hole in his quinton curl catheter, just below the adapter. Catheter was initially placed on (B) (6) 2008. The pt required prophylactic antibiotic therapy (gentamycin).